Event description:
Patient presented at the hospital due to pain in their should and neck that they believed to be due to the vagal nerve stimulator. The patient tried taping the magnet over their generator to stop the stimulation; however, this caused them more pain. No other relevant information has been received to date.